Event description:
The customer stated that he tested his blood glucose and received a reading of 480 mg/dl. He also tested using another meter and received a reading between 160-170 mg/dl. The difference between the readings fall in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.